Manufacturer narrative:
While the fse was testing the unit, the unit failed the oxygen flow accuracy test, when o2 was connected. To address the unit inability to pass the oxygen flow accuracy test, fse replaced the sensor pcb (printed circuit board). After that, unit passed est (extended self-test) and performance verification test. The unit was ready to be put back for patient use.

Event description:
The manufacturer's field service engineer (fse) was called in to the customer's site to repair a cracked bottom case on a esprit ventilator. While inspecting the unit, fse also identified that the unit had missing parts occurred during service at third party biomed. Due to missing parts, the unit would not power up. There was no patient involvement.